Manufacturer narrative:
Patient identifier, date of birth/age, and weight are unknown. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: september 14, 2004. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a 4.3mm drill bit broke during a surgical procedure to repair a patient¿s tibia. The surgeon attempted to retrieve the drill bit fragment; however, extraction was not possible. The surgeon left the broken drill bit in the patient¿s bone. It was decided that future attempts to retrieve the fragment would be made once bone consolidation was achieved. The procedure was completed. Post-operatively, the patient was doing ¿well.¿ this report is 1 of 1 for (B)(4).